Event description:
The pt was hospitalized in 2009 for an episode of acute nausea and vomiting with associated anxiety, which began earlier that day. The pt had experienced similar symptoms multiple times in the past with his gastroparesis. He was unable to resolve his symptoms with compazine. The pt also has diabetes and in the past few days, his blood sugar level was in the 100's. He was dehydrated due to the exacerbation of his gastroparesis symptoms and had positive serum ketones. He was treated with IV fluids, IV antiemetics, IV ativan, and insulin. He continued to experience nausea and vomiting. The pt became more comfortable and stable. He was discharged the next day in improving condition. One day later, the pt was admitted back to the hospital due to acute nausea and vomiting. He had mild dka following an alcohol binge and his blood glucose was poorly controlled; at 107 upon admission. He was not experiencing fever, chills, night sweats, chest pain, or shortness of breath. It was determined that the nausea and vomiting were consistent with his gastroparesis, but complexed with hypertension, asthma, and anemia. The pt was treated with IV fluids, IV reglan, IV compazine, zofran, ativan, and phenergan. The pt wished to leave the hospital despite his treating physician's recommendation of monitoring and fluid resuscitation. He was discharged against medical advice the next day.